Event description:
(B)(4). After the essure was implanted I had always felt discomfort, bloating and very light spotting in between my periods which also became more heavier. My full head of hair started thinning out every time I shower or comb my hair. I had also been having on and off thick milky smelly discharge. This year was the worst for me. I had on and off headaches, body aches and the worst was my back aches. In (B)(6) 2017 I had moderate spotting after my regular period that wouldn't go away. Finally in (B)(6) after my period and spotting it stopped just for two or three days because I took some antibiotics but it did not last, spotting came back. (B)(6) was a bit better spotting became lighter. I went in for an ultrasound on (B)(6). Doctor told me one of the essure device's was defective and it migrated up my uterus and would need surgery to remove it.